Manufacturer narrative:
(B)(4).

Event description:
According to the reporter a balloon failed to open or operate and locked, a new device was opened to complete the procedure. It was also reported that the patient did not experience and adverse event due to device malfunction.